Event description:
It was reported that the cdi 500 was providing inaccurate readings during cardiopulmonary bypass surgery. No pt injury was reported.

Manufacturer narrative:
The cdi 500 monitor was returned for repair due to inaccuracies. The monitor was cleaned and decontaminated. The blood pressure sensor head assemblies were replaced. The unit was returned to the customer. This report is being submitted to the FDA as a result of a retrospective review of product complaints.